Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device was not detected and the drawer could not be opened. A field service engineer reseated the connections in drawer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system was not detected and the drawer was unable to open. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient, resulting in a delay in the medication issuance process. There were no adverse events or injuries reported based on this event.